Event description:
It was reported to philips that the device has pacing failure. There was no patient involvement. The bench technician evaluated device and confirmed pacing failure. The device needs a processor pca. The manufacturer is unable to repair the faulty processor pca. The device is at end-of- support. Date for this device is (B)(6) 2022 for the USA. Therefore, the device was not repaired and returned to the customer.